Event description:
Additional information was received that the patient's wife was unsure if their generator is working or not. She thinks it is working but the patient has had an increase in seizures since the beginning of the year which is unusual. The patient went to their treating md to have their vns generator checked. The patient's generator is unable to be interrogated because at eos. The patient will be referred for prophylactic replacement of their generator. The patient needed to be admitted to hospital first to have their sodium level increased via drip before surgery can be scheduled.

Event description:
Clinic notes were received for a vns patient's office visit dated (B)(6) 2011 reporting the patient now has 1-2 seizures a month and his wife says the seizures are worse. Their vns output current was increased and they planned to follow up with the patient in three months to see if changing their settings helped with seizure control. It is unknown if their seizures were above or below their prevns seizure rate. The patient was seen for follow up on (B)(6) 2011 and it was reported that his seizures are better with the higher vagus nerve stimulator current, he is stable again. Good faith attempts are underway for further details about the reported event.

Event description:
A fax was received from the treating physician's office reporting the patient had not been seen since (B)(6) 2011 and no further details provided.